Event description:
It was reported that some time post port placement via the internal jugular vein, the catheter allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one powerport MRI isp with a groshong catheter in two segments and two luer caps were returned for evaluation. Functional, gross visual and microscopic evaluations were performed. The distal catheter segment measured approximately 18.9 cm in length. The investigation is confirmed for the reported catheter break and the identified deformation, material separation, and wear issue, as a circumferential break was noted approximately 6.5 cm from the distal end of the cath-lock that was elliptical in shape and both the edges of the circumferential break were jagged and rounded. The identified break is typical of flexural fatigue, which is due to the repetitive kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong products are identified. (Expiry date: 10/2021).

Event description:
It was reported that sometime post port placement via the internal jugular vein, the catheter allegedly broke. There was no reported patient injury.